Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item# 00630505840/ liner / lot #62858013, item# 00877504003/ biolox head / lot #2736816, item # 2736816/ stem /lot #62889186, item# 62506550/ bone screw/ lot#62412854. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 -2020 -00127.

Event description:
It was reported the patient underwent hip revision surgery approximately 4 years post implantation due to noise while walking. During the revision is was noted that the liner was in pieces and the femoral head was black. The surgeon withdrew fluid from the joint and that was also black. The shell remained implanted but the locking ring inside was replaced.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.